Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/27/2013 with the following findings: a review of the pump history indicated that the user settings were programmed for a 0.00 unit/hour maximum basal rate. This will not allow the user to change the basal rate past the 0.00 unit/hour max limit. For testing purposes, the pump setting was changed to a 5.0 unit/hour basal rate; the basal rate was then able to be increase to the 1.0 unit/hour. The pump was exercised for 24 hours on a 1.0 unit/hour basal rate with no alarms/warnings or errors noted. A 10 unit audio bolus and 10 unit normal bolus was successfully performed on the pump and accurately recorded in the pump history. No issues were found with the pump during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the patient was unable to edit the basal rates under the basal menu. This issue reportedly only occurred in the basal setup. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.